Event description:
Additional information was received from the representative regarding the reported infection. The date the infection was first observed is unknown, but they were notified of the event on (B)(6). The cause of the infection has not been determined. The status of the explanted leads is also unknown. This information has been confirmed by the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the leads associated with a deep brain stimulation implantable pulse generator (ipg) became infected and were subsequently explanted, leaving only the ipg and extensions implanted. The extensions were capped and internalized. Magnetic resonance imaging (MRI) was planned in preparation for the placement of new leads.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID: neu_unknown_lead (unknown); product type: 0200-lead; section d references the main component of the system. Other medical products in use during the event include: brand name lead; product ID: neu_unknown_lead (serial: unknown); product type: 0200-lead; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.